Manufacturer narrative:
Updated fields - b4,g3, g6, h3, h11. Corrected fields - h6 (component codes).

Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter - (B)(6). Additional initial reporter: (B)(6). Troubleshooting confirmed no visible blood in helium tubing and secure connections. Reviewed the use of ¿help,¿ ¿iab fill,¿ and ¿start¿ keys for therapy resumption.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm occurred. There was no harm or injury reported.